Event description:
This system was removed due to the pt having a (B)(6). There is no indication that the system has been replaced. The hospital retained the devices. Should additional information be received, this file will be updated.